Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 40 mg/dl and would like to check the pump. Customer also indicated that a battery out limit alarm was received before and after a battery change. The customer was advised that was normal pump behavior as the customer had the batteries out of the pump for an extended period of time. Customer indicated that their low blood glucose was due to over bolusing for dinner. No further assistance required.